Manufacturer narrative:
Received seven 139112ext in original packaging. Lot number was verified. Performed a visual inspection, one package is not sealed at one end. Five packages do not have any signs of abnormalities or defects. One package the device is encroaching into the seal. Performed a functional inspection, the devices were dye leak tested per (B)(4) rev. F which indicated that the packaging did not have an insufficient heat seal on five out of the seven packages. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 74 complaints, (B)(4). Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised sterility guaranteed unless package has been opened, broken, or damaged. Conmed encourages the inspection of all medical equipment, labeling and packaging prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 139112ext, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.